Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead exhibited over 5000 low impedance counts. The impedances at the time of the check were within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.